Manufacturer narrative:
The event of seroma and hematoma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and hematoma.

Event description:
Healthcare professional reported ¿incision and drainage¿, ¿hematoma¿, ¿seroma, fluid collection [(B)(6)]¿ and ¿insertion or replacement of br¿. This record is for the left side. Device was explanted and replaced.